Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 crts (B)(4) (hcp): and concentration of morphine via an implantable pump for non-malignant pain and chronic low back pain. It was reported the pump had not been working for over four years and the patient was not using the pump. The hcp stated the medication ran out in the pump so the pump expired and started in beeping in (B)(6) of 2019. The hcp noted the patient was going to have the pump removed but they missed the surgery date. No symptoms were reported. The hcp was calling for MRI compatibility. Guidelines were reviewed. No further complications were reported or anticipated.